Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: upon visual inspection of the one picture received and it was observed a foil package and one needle broken at two sections at the middle body of product code sxpp1a400. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device analysis: an opened packet of product code sxpp1a400 was returned for analysis. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation, only was observed transferred dyed of the winding former. Tactile test inspection was performed with the meaty parts of the thumb and forefinger and the color was observed on the gloves. However, as per product specifications, this condition is a normal observation, since once the pds has been exposed a few days outside the package (the dye crystals migrate to the surface under exposed conditions. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a gallbladder procedure on (B)(6) 2021 and barbed suture was used. It was reported that the suture was faded when it was opened to prepare for gallbladder surgery. It was reported the suspected device was oxidized. Another like device was used to complete the surgery. Upon visual inspection of the picture received and it was observed a foil package and one needle broken at two sections at the middle body of product code sxpp1a400. No adverse patient consequences were reported.